Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 3. Reference MFR report#1627487-2016-04978. Reference MFR report#1627487-2016-04979. It was reported the scs system was no longer effective at relieving the patients' pain. As a result, the patient opted for surgical intervention wherein the entire system was explanted on (B)(6) 2016.